Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was electively capped initially due to removal of implantable device as requested by the patient. After re-implant of device, the lead exhibited poor threshold and was replaced with a new lead. The ra lead was surgically abandoned. No additional adverse patient effects were reported.